Manufacturer narrative:
(B)(4). The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). A visual examination of the returned capio¿ slim revealed that there was no visual and functional failure noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a cystocele repair procedure performed on (B)(6) 2017. According to the complainant, the capio suture broke or malfunctioned. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.